Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead the physician had difficulty placing the lead and it dislodged several times. The ra lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.